Event description:
Rptr had back problems in 1990 and had back surgery (spinal fusion with plates and screws) in 1991. She felt better and went back to work 5/91. On 11/91 rptr began having back pain which is getting worse. 7/22/92 rptr was taken off of work due to excessive pain. After 7 mos of testing she had surgery to remove hardware. Drs stated this may be problem. She had surgery on 2/15/93. Screws had broken. Dr removed part but the heads of two screws that had broken are still in her back and is in constant pain. Suffering loss of feeling in her right leg at times.